Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform functional testing including the operating currents and self test due to blank display. Pump received with cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that battery of the insulin pump was overheating. No harm requiring medical intervention was reported. The device will be returned for analysis.